Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-jun-2022, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 01-jun-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider a patient who was implanted with a neurostimulator on (B)(6) 2019. It was reported that on (B)(6) 2019, the patient bent over to touch the floor while sitting down and heard a pop as she bent over. The system was no longer therapeutic, and an x-ray on (B)(6) 2019 confirmed that the lead had migrated down two vertebral bodies. Surgical placement of new leads to the original location at the top of t8 was performed and the issue was resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the explanted leads were discarded. No further complications were reported.